Manufacturer narrative:
Product complaint # ==> (B)(4) e3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient has concern about attune depuy knee replacement. The patient has been experiencing pain, swelling, effusion, and the feeling like her knee is giving out. The patient is meeting with a surgeon to discuss potential revision. Doi: (B)(6) 2018 affected side: left knee

Manufacturer narrative:
Product complaint (B)(4) investigation summary: no device associated with this report was received for examination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot :a manufacturing record evaluation was performed for the finished device product code:150670005 , lot number: 8717290 , and therewas 1 non-conformance associated with this lot. There is no correlation between this non-conformance reason and the failure mode of the complaint.

Event description:
Patient reported allegations of their total knee whereby they are experiencing pain, swelling, and instability. The intent is for the knee to be revised to address these harms. There is currently no evidence of a patella implant reported.